Event description:
The attending physician observed one screw backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2008 to further stabilize the construct by adding posterior stabilization. The revision case was completed with no further incidences. The patient is reported to be in good health and will continue to be monitored closely.